Event description:
It was reported that the pt dose had "escalated to over 1000 mcg a day". It was decided to replace his entire system. At replacement, the scrub nurse was trying to inject saline via a needle "through the old spinal segment; there was concern that the distal catheter port openings may have been clogged. The dose was "now less than 200 mcg/day".

Manufacturer narrative:
(B)(4). The returned catheter segment passed patency and pressure testing; catheter testing was acceptable with no significant anomalies.